Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found grommet material from the damaged grommet was blocking access to the set screw. The set screw was not able to be tightened until the damaged grommet material was cleared away.

Event description:
The manufacturer representative (rep) reported that the healthcare provider (hcp) could not tighten the set screw to secure the lead on (B)(6) 2016. The lead would still slide out of the header after the set screw was tightened. No troubleshooting was performed and a new implantable neurostimulator (ins) was successfully implanted instead. The issue was resolved. The patient was not affected and there were no symptoms. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.